Event description:
It was reported that the user applied a new dexcom g6 continuous glucose monitor (cgm) transmitter and observed that it paired only with the g6 mobile app rather than the ilet bionic pancreas; review of device settings indicated the transmitter serial number had not been entered into the pump, consistent with an incorrect or incomplete pairing workflow. No adverse clinical signs, symptoms, or conditions were reported. Outcomes included no impact on health or hospitalization. User support included education and troubleshooting to verify pairing status and device configuration. Investigation of this case revealed user setup error leading to the cgm not being paired with the pump, with no device hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup and pairing.